Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o-ring. No crack/broken battery tube noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked along the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.